Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father called to report the insulin pump alarmed for no delivery during the prime process. Blood glucose reading was unknown at the time of the call. Troubleshooting was performed. The insulin pump alarmed for no delivery again during the manual prime process. Advised that the insulin pump was working as designed. Nothing further reported.